Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 5 days following a laparoscopic sigmoid resection, it was stated that staples were applied correctly, and also a leak test was done to check the leak tightness and it was successful however, there was a leakage on the anastomosis 5 days after the procedure. A total of 16 day hospital extension had occurred as a result of the event.